Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Patient also reported several autoimmune medical conditions including chilblains lupus, raynaud¿s syndrome, alopecia and a very low white blood count; these events are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., g.1.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Patient also reported several autoimmune medical conditions including chilblains lupus, raynaud¿s syndrome, alopecia and a very low white blood count; these events are not device related. Device has been explanted.